Manufacturer narrative:
The patient sample appeared dark and showed no clear separation. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable che2 cholinesterase gen. 2 results for 1 patient sample on a cobas 8000 c702 module. The initial che2 result was 372 u/l. The patient's clinic questioned the results as it did not match their clinical picture and the customer repeated the sample. The repeat result was 4450 u/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) confirmed that the analyzer was within operational specifications. The investigation is ongoing.